Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient sta ted that a week or so ago their battery died and stopped working. The ins lasted less than 9 years. They moved so they needed a healthcare professional (hcp) listings to follow up with an hcp. There were no patient symptoms reported and no complications reported. Additional information was received from the consumer and the manufacturer's representative. It was reported that "eos" was seen on the 8840. Normal eos 9 years, was reported. No dissatisfaction with longevity however, symptoms were reported. It was reported that therapy started diminishing in (B)(6) 2018. An impedance check showed all contacts over 10k ohms. A manufacturer's representative reported they were going to do an ins replacement for normal eos. Ts recommended that rep do inter-op impedance testing to determine if impedance issue is related to low battery from eos. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-09. The cause of the contacts being greater than 10 ,000 ohms was not determined. The ins was replaced on (B)(6) 2018. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.